Manufacturer narrative:
Patient weight is not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a dental pick hook broke off during an open reduction internal fixation (orif) of the left ankle on (B)(6) 2016. The tip was recovered with no additional medical intervention. The surgery was successfully completed with no surgical delay or patient harm. This is report 1 of 1 for (B)(4).